Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a concern that the patient had a stroke. On (B)(6) 2021 the patient had a left sided deficit. A computed tomography of the brain (ctb) was done and confirmed a right middle cerebral artery (mca) territory acute/subacute infarct in the posterior right frontal lobe, adjacent to the right central sulcus. Mild mass effect with sulcal effacement, but no midline shift. No further infarcts evident elsewhere. At the time warfarinized and heparinized (bridging) and asprin. On (B)(6) 2021 another ctb was done. Non-contrast axial scans of the vertex to the skull base with coronal and sagittal reformats. Similar appearance of the area of hypodensity with loss of grey white matter differentiation within the right frontoparietal region. There is a similar to prior examination. No acute haemorrhage demonstrated. There is localised sulcal effacement. The ventricular size remains symmetrical. No midline shift. The density the circle of willis vessels is symmetrical. On (B)(6) 2021 there was a repeat ctb which indicated right frontoparietal infarct with cortical laminar necrosis.